Event description:
On 12/15/2023, it was reported by a patient via phone that two days after undergoing a labrum repair on (B)(6) 2023, her arm began to get red and hot. She has blisters as well. She had a follow-up with her doctor, and her reaction is being treated.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation was not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to patient specific event.